Manufacturer narrative:
It was reported that the patient had to stop her MRI due to uncomfortable stimulation. Patient stated the device was in MRI mode. They did a CT scan instead. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Section a4: patient weight was not made available.

Event description:
It was reported that during an MRI the patient experienced uncomfortable stimulation resulting in the MRI being aborted. The patient noted the device had been in MRI mode at the time of the event. The patient was still feeling an uncomfortable sensation following the MRI attempt; therefore the patient's device was electively turned off. No adverse patient consequences were reported.

Manufacturer narrative:
The event of stimulation MRI was reported to abbott. During an MRI the patient experienced uncomfortable stimulation resulting in the MRI being aborted. The patient noted the device had been in MRI mode at the time of the event. The patient was still feeling an uncomfortable sensation following the MRI attempt; therefore, the patient's device was electively turned off. No adverse patient consequences were reported. The patient's ipg was explanted, replaced, and therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Additional information was received indicating that the patient underwent surgical intervention on (B)(6) 2024 wherein the patient's ipg was explanted, replaced, and therapy was restored.